Event description:
It was reported that a female patient underwent breast augmentation revision with two unspecified mentor gel implants. Post-operatively, the patient suffered left breast encapsulation. As a result, the patient underwent bilateral removal and then bilateral replacement on (B)(6) 2022. The replacement devices were: (left) 450cc mentor memorygel breast implant catalog: shpx450 lot: 9661210 sn: (B)(4) and (right) 450cc mentor memorygel breast implant catalog: shpx450 lot: 9645315 sn: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 11, 2022, mentor became aware that the patient did not experience capsular contracture. The patient just wanted to have larger breast implants. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome.